Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Friend/family member reported the patient had their ins put in about a month ago and their back was all infected from where they had the surgery. The patient went to the ER. This reportedly took place a few days ago, a week ago. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the patient¿s husband via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced signs of infection. It was unknown if there were any contributing factors. No troubleshooting was performed. The patient had their leads and ins battery explanted on (B)(6) 2019 due to the infection. The devices would not be returned for analysis as the customer discarded them. The event date was unknown. No further complications were reported/anticipated.